Manufacturer narrative:
Complaint conclusion: a saber balloon catheter (rx 6mm x 20cm x 155cm) was advanced to the lesion in the left superficial femoral artery for pre-dilation. The balloon ruptured after getting stuck on the calcification of the lesion. The lesion was described as a chronic total occlusion. The device was replaced with another saber balloon catheter (6mm x 15cm) to complete the procedure. Initially, the lesion was crossed using a non-cordis guidewire. There was no patient injury reported. One product was returned for analysis. A non-sterile saber rx 6mm x 20cm x 155cm was returned. Per visual analysis the device was coiled inside of a clear plastic bag with the balloon deflated. An axial burst condition was observed on the balloon. No other damages or anomalies were observed. Sem analysis revealed an axial balloon burst/rupture at the proximal section of the balloon catheter. The balloon¿s outer and inner surfaces were scanned to identify the possible root cause of the burst/rupture. The external surface presented evidence of scratch marks adjacent to the balloon burst/ruptured area. The edges of the balloon presented evidence of scratches and elongations. No damages were noted on the internal surface of the balloon. Proximal marker bands were analyzed, and no damages were observed. A product history record (phr) review of lot 17670990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst¿ was confirmed through analysis of the returned device. The balloon did not inflate as expected due to an axial balloon burst observed at the proximal section. The balloon showed evidence of elongations and scratch marks on the outer surface that would imply vessel characteristics such as, calcification and a chronically occluded lesion may have contributed to the reported event. It is known that calcification may damage balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx6mm20cm155) was advanced to the lesion in the left superficial femoral artery for predilation. The device ruptured after getting stuck on the calcification of the lesion. The device was replaced with another saber balloon catheter (6mm*15cm) to complete the procedure. The lesion was described as a chronic total occlusion. Initially, the lesion was crossed using a non-cordis guidewire. There was no patient injury reported. The device was clinically used and will not be returned for analysis.